Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the network cable. A field service engineer switched network cable connections with another piece of equipment in the room to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a communication issue. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.